Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the tube set became detached from the cassette. Probable root cause: use error unwanted movement of internal components/wiring tubeset/gas supply inadvertently detached/loose leaks from internal connections or seals manufacturing/service error. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tubing became detached, which could potentially lead to a loss of insufflation.